Manufacturer narrative:
The pump passed the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. No motor error or excessive no delivery alarms were noted. The motor was tested outside the device and it passed. The pump was received with a cracked case on the display window corners, a cracked lcd window, minor scratches on the lcd window, a cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she walked into the ER due to a blood glucose of 458 mg/dl and diabetic ketoacidosis. The hospitalization occurred on (B)(6) 2016. The patient experienced no delivery alarms that lead to the high blood glucose; the patient's blood glucose reached as high as 600 mg/dl. Her symptoms were thirst and nausea. The patient was treated with fluids and insulin IV. A motor error occurred on the insulin pump but she cleared the alarm and successfully rewound. The insulin pump was returned for analysis.